Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient (pt) mentioned they had a blood clot that disintegrated the disc that the lead entered near and caused the ins to migrate in their body. Pt said they had been paralyzed by the blood clot as well. Because of this, pt said they've had many reprogramming sessions with manufacturer representative.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt stated since they received the implant, they had to wait about 3 weeks to turn it on due to health complications.  Pt stated the implant has shifted down and they can feel it more in their stomach than in their back. Pt stated they were in a car accident and ever since then something doesn't feel right in their stimulation. Pt stated stim feels uncomfortable when laying down and standing up. Agent offered to turn adaptivestim off, pt stated they already did that. Pt could not give a specific timeline on when their issue started nor when the rep was made aware. Pt stated they've been having issues since getting the implant although it was 85% effective. Pt stated they mostly use program b and that they have been reprograming with the rep and hcp trying to fix the issue. The patient was redirected to their healthcare provider to further address the issue.